Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/26/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6. Additional h6 component code: g07002 clip off defect - actual sample. Additional h6 component code: g07002 reported condition not confirmed- representative samples. Additional h3 investigation summary: one opened foil packet with a needle and suture product code w9501 was returned to ethicon inc for analysis. Upon visual analysis of the returned sample revealed that clip off defect was observed in the sample. The barrel hole was examined under 20x magnification and revealed a remnant suture. In addition, the extreme suture was noted to be severely cut. As per returned conditions of the sample no functional test was performed. The clip off defect has been correlated to the manufacturing process. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the clip off was identified during the investigation of the sample received. A packet of product code w9501 was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the sample no external damages were observed on the packet. In order to evaluate the conditions of the returned sample, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was being done when the needle came loose from the suture (removal from package / during passage through tissue/ during tying? Sales rep clarified that the needle dislodged from the swage when the surgeon was removing it from the packet. Then, the surgeon used another suture to close the wound. Were there any unexpected outcomes or complications as a result of this suture needle pull-off event? There was no unexpected outcomes nor complications from this event. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle removed from the patient during the same procedure? What tissue/location was suturing when pull-off occurred? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown dental surgery on (B)(6) 2021 and suture was used. During the procedure, the needle dislodged from the swage when the surgeon was removing it from the packet. Another like device was used to complete the procedure. No adverse patient consequences were reported.